Event description:
Drive devilbiss healthcare was notified of a complaint regarding a bed rail by an end user's aide, who stated that she "found [the end user] with his neck and arm stuck in the bed rail," and that "the spring-loaded knob has failed and they are no longer able to adjust the rails." The aide did not specify the location where the end user's neck and arm were stuck. The aide reported that the end user sustained some bruising to his knees, but did not specify how the bruising was related to the incident. The aide specified that the end user did not require any medical treatment. Drive made several attempts to contact the reporter and end user in order to retrieve the product for inspection but was unable to make further contact. Drive will continue to monitor for any related trends.

Event description:
Drive devilbiss healthcare was notified of a complaint regarding a bed rail by an end user's aide, who stated that she "found [the end user] with his neck and arm stuck in the bed rail," and that "the spring-loaded knob has failed and they are no longer able to adjust the rails." The aide did not specify the location where the end user's neck and arm were stuck. The aide reported that the end user sustained some bruising to his knees, but did not specify how the bruising was related to the incident. The aide specified that the end user did not require any medical treatment. Drive made several attempts to contact the reporter and end user in order to retrieve the product for inspection but was unable to make further contact. Drive will continue to monitor for any related trends.